Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for week for unknown reason. The customer¿s blood glucose level was 369 mg/dl. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display returned after restart. Customer stated that the insulin pump had not been exposed to moisture recently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was not wearing the insulin pump for the week when she was in the hospital and when she turned the pump back on the screen was blank and auto mode was not active on the insulin pump.